Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A crack was seen at the distal end. Chips and scratches were noticed along the insulation. The insulation was tested for cracks/damages and the unit failed the insulation scan test. The probable root causes are user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.